Event description:
During a treatment of the arterial-venous malfunction (avm) procedure, the hub of the microcatheter did not fit the 1mm syringe. The hub of the mc was attached only to the 1mm syringe. The mc was exchanged for a new one and complete the procedure without any adverse effect to the pt.

Manufacturer narrative:
The product is to be returned for eval and testing, however, it has not yet been returned. Add'l info will be submitted within 30 days upon receipt.